Event description:
It was reported that the patient was in two (2) different emergency departments due to pump was beeping the emergency department pulled her central line and placed another line, which is infusing by the way of one port and another medicine in the other port. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted., corrected data: a1, h6: health effects - clinical signs and symptoms or conditions, d4 lot number should be null, a serial number was not provided.